Event description:
It was reported by the distributor that the issue occurred with one pouch out of box of ten of company's known pouch. It was mentioned that the patient developed pressure injury because of the convexity. Furthermore, she developed an area that measured approximately 2.5 millimeters (mm) and was approximately 1-2 mm deep. She developed cellulitis to the surrounding skin and was prescribed a cephalexin. The end user advised that her local wocn (wound, ostomy, and continence nurse) had changed her pouching system as her skin can no longer tolerate company's 7mm convex product which was causing pressure sores. The wound care clinic has switched her to another company's flat back, one-piece drainable pouch with a filter and she got a three-day wear time out of it. The area resolved in approximately six weeks. She went back to using company's product and she noticed two areas measured approximately five mm each with no depth and then she stopped using company's product and again started using another brand product and the areas resolved in approximately two weeks. It was mentioned that the patient had noticed no open areas at that time. They were in the process of updating her prescription. She reports having an autoimmune issue, so she feels this is why she developed cellulitis. She does not wear a company's belt, wrap or an abdominal binder. She had a peristomal hernia and that area was firm. No photo is available at this time.

Manufacturer narrative:
Patient city: sterling. Patient state/province: ak. Patient postal code: 99672. Patient country: united states. The event is considered misuse since end user was using convex product. Convexity should be used with caution in parastomal hernia, however technically it is not contraindicated. In this instance using the 7-millimeter (mm) convexity is a deeper convex product vs the 3.5 millimeter (mm) and therefore a mis-indication in its use. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.